Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 135-145 mmol/l): sample ID (B)(6) initial result was 166, repeat was 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated sodium result on the architect c16000, serial number (B)(6). Through an extensive investigation, the fsr found the sample probe, list number 01g48-04, c16 rgt pr(l)rohs, list number 09d48-03, ict modle, list number 09d28-04, and the bellows, bellows only (rohs), part number 2-89054-02, needed to be replaced, and the cuvettes needed to be manually cleaned, which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.